Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset was verified. Based on the analysis, the alleged date settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unexpected resets occurred. Additionally, pump date was noted to be inaccurate. Blood glucose was not impacted. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.